Manufacturer narrative:
The device in this complaint was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. No issues or leaks were noted for this lot. The device was in use for more than one month prior to the event with no reported issues. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not use sharp instruments near the extension lines or catheter lumen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information obtained from medwatch (B)(4) forwarded to medcomp. Line was documented as having blood and fluid under the dressing and was not flushing well. When the dressing was taken down the bedside nurse identified that the was leaking and the team decided to remove the line and just move to piv instead of replacing the PICC.